Event description:
It was reported by the affiliate that the (1) pmr35 was used during an unknown procedure. It was reported that the staples were malformed. The surgeon put in some overstitched (hand sutured) to complete the case. There was no consequence to the pt.